Event description:
It was reported the case is cracked and chipped in many places. The epg (external pulse generator) was returned for repair. The device was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper and lower cases were broken and cracked. It was further noted that the battery release was contaminated, the side bail covers and ring cover were broken, the lead flex cover and battery flex were corroded, one side bail and the battery drawer o-ring were missing, the display was corroded and contaminated and the encoder flex was crimped.